Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank screen. The customer stated that the device might have gotten wet. The customer replaced the battery and the insulin pump alarmed an error. The customer removed the battery and reverted to manual injection. The customer's blood glucose was 6.8 mmol/l. The customer stated that the insulin pump had been dropped on concrete before. The customer stated that they were going to purchase new batteries, so they were given instructions about what to do after inserting a new battery and they could call back if further assistance was needed. Nothing further was reported.